Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, a ventilator suddenly shut down without an alarm. The ventilator was rebooted and continued to be used until the patient was hospitalized. There, the patient was removed from the ventilator and transferred to a different ventilator.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned the single board computer (sbc) printed circuit board (pcb). The service engineer evaluated the pcb and could not duplicate the reported event. The pcb was placed into a test fixture, powered on, the device passed the power on self test (post), started ventilating, was operated for several days and no issues were observed. The reported event could not be duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.